Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display . The customer¿s blood glucose level was 120 mg/dl. Customer stated that they had alarms few days ago connected with battery and the pump automatically turned off and was beeping permanently. The customer was advised that the pump need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and audio or beep anomaly noted.